Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and lead to pump shutting off unexpectedly. The customer¿s blood glucose was ¿high¿ on cgm. Elevated bg was addressed with a manual dose injection. Customer continued to use pump for insulin therapy.